Event description:
While providing a covid vaccine, two nurses sustained needlestick injuries with drop safe syringe with safety needle lot number 0325250007. The safety did not engage properly resulting in needlesticks in the thumbs of the nurses. FDA safety report ID # (B)(4).